Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the first firing on the stomach, the stapler was not able to fire. The surgeon was not able to squeeze the handle and press the green button. A new device was used to complete the case. There was no patient injury.